Event description:
"When disconnecting the insufflation tap from the subumbilical trocar, there was a fracture of subumbilical trocar external to the abdominal cavity several centimeters above the skin. Several pieces of the cannula fell into the patient cavity. All pieces were retrieved and x-rays were performed to ensure no foreign objects remained in patient. (B)(6) hospital immediately filed a user report with the FDA regarding this incident."

Event description:
The user received a questionable toxoplasma igg result for one patient sample. The initial result was 122.6 u/ml and was considered reactive. On (B)(6) 2010, a former sample from this patient from (B)(6) 2010 was tested and generated a result of < 0.130 u/ml with a data flag and was considered negative. The original sample tube was repeated and gave a result of < 0.130 u/ml with a data flag and was considered negative. An aliquot of the original sample processed on the mpa (modular preanalytic) was tested and generated a result of < 0.130 u/ml with a data flag. The negative result was reported outside the laboratory. No adverse events were alleged regarding the issue. The patient's current condition was "good". The toxoplasma igg reagent lot number was 158276.

Manufacturer narrative:
A patient sample was provided for investigation. A negative toxoplasma igg result was obtained for this sample during the investigation. The positive result could not be reproduced. A specific root cause could not be identified. The false positive result was not reported.

Manufacturer narrative:
This event occurred in (B)(6).